Manufacturer narrative:
The lot number for the device have been provided. A review of the device history records is currently being performed. The stent remains implanted. The delivery system has been returned to the manufacturer for evaluation. The investigation is currently underway.

Event description:
It was reported that vascular stent could not be completely deployed once the system was advanced to the treatment site. Reportedly, after deploying half of the stent, the deployment mechanism became nonresponsive. The device handle was then taken apart and the remainder of the stent was successfully deployed by disassembling the handle and pulling on the green deployment wire inside the handle. The stent was able to be successfully deployed without further issues. Another vascular stent was implanted, overlapping the first stent without further issue. No report of injury to the pt.